Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, d9, h3, h6. Device evaluation: analysis of the returned device identified: underweight, red biological tissue on the surface of the shell and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the non-penetrating nicks in the shell..

Event description:
Device has been explanted.

Event description:
Patient called to report left side "leaking", "very very hard and encapsulated", and "leaking in lymph nodes". Healthcare professional later reported "exchange from textured to smooth due to the patient's concern with the product", "capsular contracture baker grade IV", and "rupture." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, and patient's concern with the product.